Manufacturer narrative:
(B)(4). Concomitant medical products: 42512000510, persona articular surface, lot 62736894; 42530007101, persona tm modular tibia, lot 62584835. Update received via primary and revision operative notes. The primary operative notes provided confirm that the patient underwent left total knee arthroplasty. Review of primary operative notes does not indicate root cause. Range of motion and stability were re-checked and found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella. The revision operative notes provided confirm that the patient underwent revision for mechanical loosening for the recalled tibial component and due to metal allergy to cobalt, nickel, vanadium and aluminum. During the surgery no signs of infection were identified. The femoral and tibial components were removed. No compatibility issues were noted. Product history search for the femoral component revealed no other additional complaint for the lot search and also for the individual part search for the metal allergy issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is 1 of 4 for this patient: 1822565-2015-02080, 1822565-2015-02081, 0001822565-2017-02135, 0001822565-2017-02137.

Event description:
It is reported that the patient was revised due to tibial loosening, pain, and metal allergy after a knee arthroplasty.